Event description:
During a ptca procedure, it was difficult to turn the handle of an inflation device to inflate the balloon catheter. It was also difficult to turn the handle to deflate the balloon. Another inflation device was subsituted, and the procedure was successfully completed. There was no patient injury or incident. The device was disposed of by the hospital and will no be returned for evaluation.

Manufacturer narrative:
The device histoty records for the reported lot number were reviewed and no quality issues were noted. No previous complaints have been received on the reported lot number. As no sample was returned, functional/dimensional/physical or visual testing could not be completed to determine the root cause of the reported event. The reported event is not occurring more frequently or with greater severity than is usual for the device.